Manufacturer narrative:
(B)(4). The lot was manufactured from 08/06/2012 to 08/07/2012. The sample was not available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during filling of fluorouracil. There was no patient involvement. No additional information is available.